Event description:
The facility reported that the seat/knee deck section of the bed is cracked. This issue could compromise the weight bearing status of the bed and the bed could collapse with the user in it causing injury.